Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure the tip broken off in the patient's abdomen. There was no reported injury or harm to the patient. Follow up with the customer for more information is pending.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found the distal end was identified to be broken and detached from the shaft. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure due to a fracture problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.